Event description:
It was reported that a 5.0 x 20 mm fox sv was advanced to the lesion and pressurized to 10 atmospheres when the hub leaked at the shaft. Then a 5.0 x 20 mm armada 35 was advanced to the lesion when it also leaked at 10 atmospheres at the hub where it connects to the shaft. Another fox sv was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The fox sv referenced is being filed under a separate manufacturing report number.